Event description:
It was reported that the pt called wanting to file a claim. She is scheduled to have an MRI and blood work done, but does not want to have to pay for the MRI. Pt experiences pain in her joint and down her leg and after she walks. She describes the pain as a dull ache. Additional information provided by the sales rep indicated that the doctor revised the pt's right hip due to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.